Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device has been explanted due to recurrent hematoma and seroma.

Event description:
The device has been explanted due to recurrent hematoma and seroma. There was inflammation at the implant bed as well.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a seroma/hematoma formation and inflammation at the implant site. However no further details have been received despite requested. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.